Event description:
It was reported that the day after implant, the left ventricular (lv) lead was found to have pulled back and had lost capture. The lead will be repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.